Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 22 mg/dl. The customer was treated for the low blood glucose with a pen. The customer was vomiting and was advised to go to the hospital after speaking to a hospital rep on the phone. The customer stated that their insulin pump stop delivering insulin and did not revive a no delivery alarm form the device. The customer returned the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with a scratched case, pillowing keypad overlay, and minor scratches on the lcd window.